Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.4 was failed to open. Customer tried to recover but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the main drawer 2.4 was failed to open. A field service engineer confirmed that the mini drawer sub drawer 2 was assessed, and customer logged in to attempt recovery. During the process, the sub drawer produced multiple audible clicks. While attempting recovery, the drawer was gently pushed in, revealing a medication vial standing upright; the vial was repositioned properly. The drawer was then successfully recovered, and customer confirmed successful recovery. The system functioned as intended after the customer resolved the issue.